Event description:
Patient reported previous issue of shocking when implant was off, reporting this had started 1.5-2 years ago. Patient redirected to hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt stated they needed a new controller; said theirs wasn't working, also stated that their stimulator wasn't working and their back had been out. Pt said they've had the ins for 2 weeks, has stitches and has pain.  Patient services (pss) asked pt to clarify the issue and pt said the screen turned on, and they went through "it" for like an hour over the phone with their rep and the screen would come up with things, but they were not charging at all. Pt had controller plugged in to ac power supply and reported the green light was on. Pt inspected controller port and recharger (rtm) but did not see any damage. Pt then plugged in rtm and reported set up for implant screen (pt mentioned they would just keep going through those screens). Pt was able to go through the pairing process and successfully paired to the ins. Pt the started a recharge session and reported recharging excellent (controller 80%, ins red). Pss asked, pt said they had not gotten to this point yet previously. Pss reviewed pt was currently charging, revie wed recharging best practices and to continue recharging ins. Pss reviewed pt would be able to turn stim on when ins was 30%. Pss reviewed to monitor recharging and call back should issues occur. Additional information was received from a patient (pt). It was reported that the pt says that their "is shot, its not working and they need a new one, its been this way for 2 months and they are in a lot of pain. The pt says that "its not working" and "it goes out" and it was hard to get them to be specific. Pt had last called in december 2021 kind of saying the same thing, that it "wasn't working" and that the controller was not working and they needed a new one and during that time it seemed to be working. Patient services (pss) asked pt for more information on what isn't working and they said "it just showed a screen and said it was broken". It was hard to get pt to troubleshoot, and they said they are mentally disabled and they are a disabled veteran. The pt says they go to augusta pain management but doesn't know their healthcare provider (hcp) name. Pss had pt look at port of controller and it looked intact, and they don't hear any rattling inside controller. Pss had them take battery pack out and reinsert and it came back on. It says to charge the controller. Pss told pt to call back when they get the recharger (rtm), as they might need help getting out of discharge mode (using prm). The issue was not resolved. A replacement rtm was sent out. Additional information was received from a patient (pt). It was reported that they are still having issues with the device, it is going haywire and said they are feeling "shocks" even if they turn therapy off so they need a new controller. Caller stated they are in a psych ward (it was difficult to follow what they were saying). Agent reviewed role of a manufacturer representative (rep) and redirected to them to their healthcare provider (hcp). Agent reviewed it is best they follow up with someone in person vs just sending more equipment.